Event description:
It was reported that the newly implanted right ventricular lead had increasing thresholds. It was also reported that there was high impedance and undersensing. An attempt to reposition the lead was made one week after implant, but the impedance and threshold measurements did not improve. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism. (B)(4).